Event description:
It was reported that patient is experiencing pain in his left hip and in the front of the thigh area. Patient had a steroid injection back in (B)(6) of 2012. Patient has had x-rays and has a new surgeon, who is advising the patient to have revision surgery in the next three months.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report:cat # 502-01-56f, lot # 16100401, description: trident hemispherical cluster 56mm;cat # 623-10-32f, lot # 37245401, description: trident 10° x3 insert 32mm ID;cat # 6565-0-132, lot # 12943802, description: alumina v40-femoral head 32mm, +0mm nk.it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in a supplemental report. (B)(4): device implanted.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding acetabular loosening involving an accolade stem was reported. The subject femoral stem does not interface with the patient's acetabular bone. Clinician review of the provided records found no indication that the product reported in this investigation contributed to the event.

Event description:
It was reported that patient is experiencing pain in his left hip and in the front of the thigh area. Patient had a steroid injection back in (B)(6) of 2012. Patient has had x-rays and has a new surgeon, who is advising the patient to have revision surgery in the next three months.